Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received unspecified lower sensor scan results that remained 60 points lower than calibrated equipment in hospital. It is unknown whether the customer noted a trend arrow on the device. The customer experienced diabetic ketoacidosis (dka) and was hospitalized for three days, with those two days being in the intensive care unit (ICU). The customer had contact with a healthcare professional who provided unspecified treatment. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.